Manufacturer narrative:
The reported event of unable to insert lead into device and lead was a little bended was confirmed while the reported events of high pacing impedance was not confirmed. Analysis found the connector pin and connector boot region to be bent/damaged. The lead was unable to be inserted into device header due to bent/damaged connector pin. All damage is consistent with occurring at time of procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15617. It was reported that during the implant procedure, when the lead was insert to the pacemaker high impedance was noted. The lead was pulled out of the pacemaker and attempted a second time but could not be re-inserted. The physician found that the top of the lead was a little bent. The lead was not used, and a new lead was implanted. The new lead still could not be fixed. A new pacemaker was implanted, and the problems were solved and completed the procedure. The patient was in stable condition.